Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker and the associated atrial lead were implanted on (B)(6) 2017. Reportedly, during the follow-up performed on (B)(6) 2020, the estimated residual longevity displayed 11 months. In addition, the ventricular threshold was 1.5 v and 0.5 ms, with a pacing output programmed at 4 v and 0.5 ms. According to the physician, the ventricular pacing threshold ranges between 1.5 and 1.75 v in unipolar configuration and is 2 v and 0.35 ms in bipolar configuration. The patient is scheduled for a follow-up in 4 months. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker and the associated atrial lead were implanted on (B)(6) 2017. Reportedly, during the follow-up performed on (B)(6) 2020, the estimated residual longevity displayed 11 months. In addition, the ventricular threshold was 1.5 v and 0.5 ms, with a pacing output programmed at 4 v and 0.5 ms. According to the physician, the ventricular pacing threshold ranges between 1.5 and 1.75 v in unipolar configuration and is 2 v and 0.35 ms in bipolar configuration. The patient is scheduled for a follow-up in 4 months. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).